Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Inflammation/ irritation-breast: unable to observe since it is not related to the device. Capsular contracture-breast: unable to observe since it is not related to the device. Seroma-breast: unable to observe since it is not related to the device. Double capsule-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reporting capsular contracture baker grade iii, breast inflammation, double capsule and "left breast implant, there is a visible fluid collection with a thickness of approximately 1-10mm (likely around 50-100ml)" . Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late.

Event description:
Healthcare professional reporting capsular contracture baker grade iii, breast inflammation, double capsule and "left breast implant, there is a visible fluid collection with a thickness of approximately 1-10mm (likely around 50-100ml)" . Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Inflammation/ irritation: unable to observe since it is a medical event and is not related to the device. Seroma: unable to observe since it is a medical event and is not related to the device. Double capsule: unable to observe since it is a medical event and is not related to the device.

Event description:
Healthcare professional reporting capsular contracture baker grade iii, breast inflammation, double capsule and "left breast implant, there is a visible fluid collection with a thickness of approximately 1-10mm (likely around 50-100ml)". Device has been explanted and replaced with a non-allergan device.